Event description:
Litigation papers allege patient has sustained and will continue to sustain contamination of and damage to tissues and blood, subsequent surgery, pain, suffering, disability, impairment, loss of enjoyment of life, and economic damages.

Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient has sustained and will continue to sustain contamination of and damage to tissues and blood, subsequent surgery, pain, suffering, disability, impairment, loss of enjoyment of life, and economic damages. Update 12/7/2012- litigation papers received. The complaint has been amended from asr to pinnacle. It is alleged that the patient suffers from pain, discomfort, inflammation, a popping sensation, and large amounts of toxic cobalt chromium metal ions and particles. A metal liner and femoral head have been added. The dor was also provided.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.